Manufacturer narrative:
(B)(4). Additional information: did the issue occur pre-operative or intra-operative? ---pre-operative. Was this the initial use of the device? ---yes. How long has the surgeon been using this device? ---no information. What other devices were used in conjunction with the device? ---no information. Was the sales rep present during the event? ---no, the device (a) returned had a leak at the adhesive joint. We have made improvements to the manufacturing process to reduce occurence of this failure mode. There were no anomalies found after reviewing the work orders for the lot number. The lot passed all testing and all data recorded was within required specifications. The device (b) returned had a puncture in the balloon. The balloon can be easily compromised if it comes in contact with a sharp object or packaging material. There were no anomalies found after reviewing the work orders for the lot number. The lot passed all testing and all data recorded was within required specifications. Device b additional information: batch # j4a28j, expiration date: 12/2013, manufacturing date: 01/2012.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Event description:
It was reported that during a laparoscopic oophorectomy procedure, the balloon burst. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.